Manufacturer narrative:
Results of investigation: vyaire medical determined was unable to established the exact root cause, but it is most likely that the unit epc is causing the issue.

Manufacturer narrative:
The suspect device was not returned for investigation at this time but a vyaire field service representative(fsr) evaluated the device onsite and replaced the main board according top instructions. Test base unit was performed,calibrations,test,verification and all passed. The unit meets factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported bellavista1000e us went black while ventilating a patient. Furthermore, the respiratory therapist (rt) confirmed that the ventilator continue to ventilate and no patient harm reported.